Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral, nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient could not feel stimulation even when it was turned up high. Their back would get red and swollen when they tried to use the patient programmer to make adjustments. They were getting no symptom relief. There were no known contributing factors reported regarding this event. An impedance test was run and only 2 contacts were in normal range, so the patient was programmed with those 2 connections. It was reported the issue was resolved at the time of the report. No further complications were reported or anticipated.